Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode was attributed to unintended use error. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. Isi technical support reviewed the system error logs upon complaint creation for a procedure on (B)(6) 2021 on system (B)(4) and did not see any erbe related errors present in the logs. An isi field service engineer (fse) tested monopolar and bipolar energy functions and verified the erbe generator operation as normal. The fse was unable to reproduce the reported problem. A review of the instrument logs was performed on (B)(6) 2021 for a procedure on (B)(6) 2021 on system (B)(4). Monopolar curved scissors (mcs) pn: 470179-19 // ln: n11200928-0740 // sn: (B)(4) had 5 of 10 uses remaining and has been used in three subsequent procedures. Fenestrated bipolar forceps (fbf) pn: 471205-17 // ln: n11200803-0167 // sn: (B)(4) had 10 of 14 uses remaining and has been used in three subsequent procedures. All other reusable instruments used in the case were used in subsequent procedures, with exception of a large suturecut needle driver pn: 470296-05 // ln: n10200511-0117 // sn: (B)(4), and a site review shows no complaint filed against any of the instruments recorded in use. There is no allegation or evidence of a product failure that would be classified as a reportable malfunction. The instrument & accessory user manual states: "caution: inadvertent electrosurgical energy may cause serious injury or surgical complications to the patient. It is important to ensure a full understanding of the da vinci xi system energy user interface and use caution when working near critical anatomy." However, the described event does meet the criteria of a reportable adverse event as it was confirmed that the bowel perforation was caused by user error when the surgeon pressed the wrong energy activation pedal which resulted in procedure conversion and subsequent medical intervention to repair the injured bowel.

Event description:
It was initially reported that during a da vinci-assisted hernia procedure, while the surgeon was using a monopolar curved scissors (mcs) instrument, the customer reported a ¿monopolar misfiring on metal that caused a thermal injury to the patient ring¿. The procedure completed with no other report of intra-operative complication. The customer, from the biomed department, had contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) one week after the reported event and requested review of system logs. The customer said that the procedure was completed that day and that they have used the system for multiple procedures thereafter. On 20-may-2021, isi obtained the following additional information regarding the reported event: during a da vinci-assisted bilateral inguinal hernia repair procedure, while the surgeon was working with ¿bowel within a hernia¿ and using an mcs instrument in one hand and a fenestrated bipolar forceps (fbf) instrument in the other hand, the surgeon ¿stepped on the wrong energy activation pedal¿ while the surgeon was ¿grasping the bowel¿. This resulted in an unexpected thermal injury to the bowel tissue, causing a bowel perforation, for which the procedure converted to open surgery so that a bowel resection and bowel repair could be performed to resolve the issue. The open procedure completed without incident the patient was reported as doing well and there have been no reports of post-operative complications.